Manufacturer narrative:
Other, other text: two photos were received for evaluation, showing carton boxes. Problem source was unable to be determined from the photographs.

Event description:
Information was received indicating that immediately on use of a smiths medical cadd administration set, the pump alarmed for presence of air bubbles. The customer/patient suspected it was because of filter change location for the set admin cadd. The reporter also indicated that another pump was attempted to be used but the same issue was encountered. No adverse effects were reported.